Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 11 with ios version 17.5.1. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced hypoglycemia with symptoms described as shaking and sweating and was unable to self-treat, requiring healthcare professional administration of juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 11 with ios version 17.5.1, app version 2.11.2.8275. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced hypoglycemia with symptoms described as shaking and sweating and was unable to self-treat, requiring healthcare professional administration of juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported signal loss. Sensor was inserted in the simvivo test fixture. The app was downloaded, and initial app setup was completed. Sensor was scanned by the app and enabled ¿signal loss alarm¿ feature in the app and placed device in faraday bag to interrupt signal to sensor. Removed device from bag and confirmed sensor was reconnected within few minutes. App connected to sensor and functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated, and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.